Event description:
The patient reports that all of the buttons are hard to press and that she has to hit them extremely hard in order for them to respond.

Manufacturer narrative:
Keypad button presses did not activate desired pump functions. The keypad was removed and adhesive was observed under the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.